Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that while performing preventative maintenance (pm), it was observed that the green check mark (confirm button) was not functioning. There was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. The customer evaluated the device with the assistance of a remote service engineer (rse) and confirmed the reported problem. The rse instructed the customer to open the user interface (ui) assembly and inspect the cable connection between the switch pcba and the ui pcba. The customer later confirmed via email that the cable was found disconnected. After reconnecting the cable, the issue was resolved. The device subsequently passed the required performance verification tests in accordance with philips standards and was returned to service.